Event description:
It was reported that an ilet pump displayed alert 32 indicating a delivery motor communication error that persisted through multiple restarts, and the device was deemed nonfunctional, prompting replacement and counseling on loss of water resistance and the need for backup therapy. Symptoms included no reported changes in blood glucose. Outcomes included no injury and no medical intervention or hospitalization. Investigation included customer support troubleshooting and education, verification of device information, and arrangement for device return and data synchronization guidance. Investigation of this device revealed a suspected internal communication failure between the motor and its processor consistent with a malfunction of the delivery motor control subsystem. It was concluded that the cause was device malfunction due to a component or connectivity failure.

Manufacturer narrative:
" The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance."